Manufacturer narrative:
(B) (4).

Event description:
It was reported that following a fall on her back on the ice about 2-2.5 weeks ago, the pt experienced no stimulation sensation below the waist. The pt noted she continued to feel stimulation in the arms and above. The pt had tried to increase the stimulation and still could not feel it. The pt stated there was no position she could get in to feel stimulation. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.